Event description:
A caller reported that the pump button was not functioning properly. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was instructed by technical support to attempt various troubleshooting steps, including tapping the pump button and placing it on the charging pad. When the led lights flashed only in the latter scenario, technical support decided to replace the pump. The customer planned to use a backup insulin pump to ensure continuous insulin delivery and was informed about the steps to take upon receiving the new pump. The caller acknowledged the instructions to return the faulty pump using a pre-paid ups label within ten days.